Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via v-p shunt with the pressure setting of 160 mmh2o on (B)(6) 2016. After the surgery, the patient was suffered from disturbance of consciousness, and the ventricular enlargement was noted by CT image. The surgeon tried to lowered the pressure setting from 120 mmh2o to 60 mmh2o, but the pressure setting was not able to be changed. The surgeon next confirmed there was no obstruction with the implanted valve when pumping the valve, but the surgeon felt the resistance after pumping the valve for several times, and it because able to pump anymore. However, the pumping became possible when pumping again after a while. The valve was not able to program the pressure, so a revision surgery was performed (part number is unknown) on (B)(6) 2017. The patient is male, age 60s, and his condition got better. No further information was provided by the hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70 mmh2o. The valve was visually inspected: a small cut/tear was noted in the silicone housing. The valve was hydrated. The valve was tested for programming. With programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, leaked from the cut/tear in the silicone housing. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The siphon guard failed leakage before siphon guard. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3146, with lot ctlbnc conformed to the specifications when released to stock in 8th october 2015. The root cause for the leakage was due to the cut/tear in the silicone housing. The root cause for the cut/tear in the silicone housing was due to user error as noted in the IFU silicone has a low cut/tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.